Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station had black screen and had system performance issue. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. A field service engineer (fse) identified there were no drawer internet protocol (ip) address was present in the network settings. The ip was entered, and all drawers were tested in the application. The system functioned as intended after the field service engineer resolved the issue of the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station had black screen and had system performance issue. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.